Event description:
The customer's mother stated that the customer was hospitalized twice due to hyperglycemia. The customer's blood glucose reading at the time of the report was 236 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump alarmed no delivery prior to the event. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device, will be returned for analysis and further information will follow once the analysis has been completed.